Manufacturer narrative:
Product complaint # :(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d3 a manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. Additional information: h3, h4, h6 additional h6 investigation findings: c22 - photo review additional h6 component code: g07002 no device problem additional h3 investigation summary: the product was returned to ethicon for evaluation. Two sealed boxes with thirty-six representative unopened samples and three open boxes with thirty-four, sixteen and eleven representative unopened samples each, totaling one hundred and thirty-six samples, were received for analysis. Product code vcp9335h. Additionally, a photo was provided, and it showed a needle in two sections. Upon initial inspection of the samples, no external damages were observed on the external packets. As per the sampling plan, a visual inspection was performed on thirty-two samples, the packets were opened, and the swage and attachment area were noted to be as expected. The tip and body of the needles were examined under magnification and no defects or needle breakage were found. In addition, the samples were tested by resistance test to needle and met the requirements. In further investigation, it was found that a second needle was shipped to hsa for further analysis due to the needle breakage. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. The needle itself broke into two parts during closure. We insured that the entirety of the needle was retrieved and for subsequent sutures we used the same product but from a different lot number. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 pending evaluation the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - were there patient consequences? If yes, please explain. - did any needle piece(s) fall into the patient? *if yes, o was\were the needle piece(s) retrieved during the same procedure? O were x-rays taken to locate the needle piece(s)? O what measures were taken to retrieve the broken piece(s)? O was there any additional tissue damage as a result of searching for the needle piece(s)? *if not retrieved, in what tissue structure the needle piece(s) were retained? Is there any plan in place to remove the needle piece(s) in the future? Please provide details. - is the product involved in the event or a representative sample (product from the same lot number) available for evaluation? - how many devices are available to be returned for product analysis?